Event description:
It was reported while using bd plastipak syringes foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: the clinical nurse in the endocrinology department said that when he opened the package and checked the product, he found a black foreign matter inside the needle; no samples were returned, and no photos were provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. Device history record review was completed for provided material number 301948 and lot number 2106150. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed, confirming the reported issue. Based on the investigation results, an exact cause cannot be determined.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: the clinical nurse in the endocrinology department said that when he opened the package and checked the product, he found a black foreign matter inside the needle; no samples were returned, and no photos were provided.